Manufacturer narrative:
Service was not dispatched as the customer resolved the issues through system diagnostics via the telephone. In conclusion, the likely cause of the event is attributed to the loose fitting on the cartridge chemistry sample probe tubing assembly. (B)(4).

Event description:
The customer reported failed calibration and quality control recoveries for blood urea nitrogen (bun) and ethyl alcohol involving the unicel dxc 600 synchron system. During system diagnostics with beckman coulter customer technical specialist (cts), the customer noticed the cartridge chemistry sample probe line fitting loose and diluted wash solution leaked under the cartridge chemistry sample probe within the instrument. The customer tightened the loose fitting on the sample probe and resolved the fluid leak issue. The customer primed the system and noted no further evidence of fluid leaks. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not generated. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. The instrument was returned to normal operation.